Event description:
Erroneous calcium (ca) results were obtained on multiple patient samples across four advia chemistry xpt instruments after a water source company service the water system. The erroneous results were reported to the physician(s), who questioned the results. Some samples were repeated on an alternate advia chemistry xpt instrument, while others were not repeated. For samples that were not repeated, the customer sent a note to healthcare providers to indicate that samples from 20-dec-2022 were invalid. The customer declined to provide all samples impacted by this event. Thereby, this MDR is being filed in an abundance of caution. There are no known reports of patient intervention or adverse health consequences due to erroneous ca results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that erroneous calcium (ca) results were obtained on four advia chemistry xpt instruments after the water source company serviced the water system going into these instruments. The millipore deionized water system was contaminated. Quality control was within range on the day of event. The customer indicated that the millipore system was repaired, the advia chemistry xpt instruments were decontaminated, and the instruments were operational since the decontamination. MDR 2432235-2023-00011, MDR 2432235-2023-00012, and MDR 2432235-2023-00013 were filed for the other advia chemistry xpt instruments.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00014 on 25-jan-2023. Additional information (02-feb-2023): the customer ran a patient comparison study after the instrument was decontaminated; based on their evaluation, the comparison studies were acceptable. The customer continued to run samples on the instrument and there were no known incidents related to this issue post-decontamination of the instrument. Siemens further investigated the issue and concluded that the contaminated water coming from the external water system to the instrument potentially contributed to the erroneous calcium (ca) results. Additionally, the customer provided the investigation results from the water source company. It was determined that the new water tanks installed in their deionized water system was not adequately flushed prior to being placed on their water system. The new tanks contained calcium precipitates, which impacted calcium (ca) results. The water tanks were replaced and adequately flushed. Since a siemens customer service engineer decontaminated the instrument, the type of investigation code in section h6 was updated to reflect this service visit. The device is performing according to specifications. No further evaluation of this device is required. Supplemental mdrs 2432235-2023-00011_s1, 2432235-2023-00012_s1, 2432235-2023-00013_s1 were filed for the same issue.